Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were confirmed through review of the event history log. The alarm was reproduced during testing and found to be due to a link switch that was physically actuating but was not changing state electronically. The link switch signal absence was caused by an open trace in the lower aux flex circuit. The lower auxiliary was replaced to correct the alarm.